Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the surgical procedure, the needle was removed from the suture. The procedure was completed successfully with the same type suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information: date rec¿d by MFR, device manufacture date. A manufacturing record evaluation was performed for the finished device batch mkh542-w8840 and no non-conformances were identified.